Event description:
The pt's pain was not being controlled by medication. The pt was seen (B)(6) 2011 for an increase in medication; no improvement in pain relief was seen. On (B)(6) 2011, a (B)(6)/CT scan revealed the catheter was fractured. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).